Manufacturer narrative:
As reported, the capsure device deployed two fasteners at the same time. The subject device is said to be available however, at this time it has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. If/when the sample is received and evaluated a supplemental MDR will be submitted to document the sample evaluation results. Note: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an inguinal hernia repair, the first two fasteners of the capsure fixation device came out at the same time and it worked normally from third fastener. It was reported that the first two fasteners fixated into tissue, and they were not removed from patient's body. There was no patient injury.

Manufacturer narrative:
As reported, the capsure device deployed two fasteners at the same time. The subject device is said to be available however, at this time it has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. If/when the sample is received and evaluated a supplemental MDR will be submitted to document the sample evaluation results. Addendum: this supplemental MDR is submitted to document the sample evaluation results. Evaluation of the returned sample could not reproduce the reported event that the device deployed two fasteners at once during fixation. Functional and simulated use testing found the device to function as intended. No manufacturing anomalies found. Updated fields: b4, d9, g3, g6, h2, h3, h6, h10 note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an inguinal hernia repair, the first two fasteners of the capsure fixation device came out at the same time and it worked normally from third fastener. It was reported that the first two fasteners fixated into tissue, and they were not removed from patient's body. There was no patient injury.